Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 6) occurred. Additionally, it was reported that while attempting to load a new cartridge to resolve the cartridge alarm 6, a cartridge alarm (alarm 9) and an altitude alarm were received. Reportedly, the customer had filled the cartridge with 200 units of insulin. Blood glucose (bg) level was 600 mg/dl and a manual injection was used to correct. Reportedly, the customer reverted to manual injections for insulin therapy.